Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #2 l-cem; cat# 5510f201; lot# ej86b. X3 triathlon cs insert #2 13mm; cat# 5531g213; lot# lcg176. Simplex p with tobramycin 1 pack; cat#6197-9-001; lot# mfv046. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "during a monitor's review of subjects at a site participating in the triathlon tritanium cone augments outcomes study, the monitor found that for the previous implant information, it was first entered in as "unknown" in the database. However, as the monitor reviewed the medical records, she discovered that the subject entered this revision study having had stryker implants previously (from (B)(6) 2014). The patient received stryker implants to enter the study, however the device[s that were] revised did not get previously reported."